Event description:
I had a tubal ligation using filshie clips. I experienced extreme pain and after many tests found out that both of my clips had migrated. My doctor was able to remove one but one is still inside, unable to be removed. The ordeal has caused me extreme anxiety about my health and I am now medicated and seeing a therapist. The clip that I still have, causes me back pain and other side effects.